Manufacturer narrative:
(B)(4). Jaw. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was returned with one jaw broken at middle. Due to the condition of the returned device, no functional test was performed to evaluate opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap nephrectomy procedure, the instrument was reported to have got stuck on a vessel. The jaws could not be opened so the instrument was pulled from the vessel causing it to tear and subsequently leading the health care professional to convert to an open procedure.

Manufacturer narrative:
(B)(4). Jaw. The jaw fracture surface was further evaluated. The fracture was nearly completely covered with corrosion most likely from liquids the device was exposed to during and after surgery. In several areas the fracture surface is evident and the mode of failure is intergranular. This is a mode of fracture when the alloy breaks along the grain boundaries in a brittle mode. This is usually caused by corrosive fluids present on a part under stress. The most likely cause of fracture in this device was the presence of corrosive fluids (saline, blood, disinfectants) on the device remaining on the jaws while it was transported from the hospital through decontamination and during shipment back to the (B)(4) lab. The jaw did not break as a result of an improper manufacturing or processing defect. If that type of defect existed, the jaw would have most likely broken during surgery.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.